Event description:
The customer states that the device intermittently is not reading battery b. There was no patient impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.